Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt had a type ii endoleak at the time of implant. It was reported that in 2002 the aneurysm sac had enlarged for an unk reason. It was reported that the pt was brought emergently to the hosp with abdominal and back pain. The computed tomography demonstrated that the aneurysm had ruptured. The pt was emergently converted to an open surgical repair and the stent graft was explanted in 2004. No additional sequelae were reported and the pt is reported to be fine.